Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator went into apnea and a leak could be heard. The patient was removed from the ventilator and placed on an alternate unit. There was no reported patient injury.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer reported that the alarm log showed "p[atient disconnect, the apnea". Additionally, the customer informed that the unit passed a self-short test (sst), and was planning to return the unit back to service. Covidien reference # (B)(4).